Event description:
Approx 30 minutes after surgery for placement of tracheostomy tube, the ICU nurse stated she heard a pop and noted that the tracheostomy tube had become dislodged from the flange. It was noted that a plastic stud had broken off allowing the tube to swivel with neck movement. The tube became dislodged, requiring hand held stabilization until physician arrived.